Event description:
It was reported that the access door would not latch/lock due to being detached from the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.